Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Tbm stated that the fluid sacs burst inside the cushion leaking out. Tbm stated the end user alleged that when the liquid sacs busted the liquid spilled on the floor and the wheelchair.